Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented an (B)(6)-year-old female patient (150cm 55kg) had been treated with above implant on (B)(6) 2024. On (B)(6) 2024, it was determined that the u-blade had become bent. Consequently, the implant was replaced on (B)(6) 2024. Implant(s) and medical records were not provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on available information the root cause could not be determined. Based on available information a product deficiency was not verified.

Event description:
As reported; "primary surgery was performed on (B)(6) 2024. After surgery, it was found that failure of blade portion of u-lag screw. Revision surgery was performed on (B)(6) 2024".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported; "primary surgery was performed on (B)(6) 2024. After surgery, it was found that failure of blade portion of u-lag screw. Revision surgery was performed on (B)(6) 2024".